Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(4) 2012, product type: catheter.

Event description:
It was reported the patient did not have a bolus in 30 hours, was in severe pain, and was ¿hurting real bad.¿ it was noted the patient was ¿having issues¿ starting on (B)(6) 2014 with the personal therapy manager (ptm). It was also reported the patient saw a code of 8286 on the ptm, which indicated a critical empty reservoir. It was reported the patient¿s understanding was that the next refill was not until (B)(6) 2014. The patient had moved and had a new physician that decreased his dosage by 20% and was told such high doses were not recommended. The healthcare provider (hcp) also cut down the bolus from eight per day down to three per day. The pump was being used to deliver fentanyl, baclofen, and an unknown drug. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the alarm date of the pump was not updated at the last pump refill. Actual alarm date was (B)(6) 2014 and the pump refill was completed on (B)(6) 2014. The patient experienced increased pain related to error with ptm use. This resolved when pump alarm date was updated 125 successful activations as of (B)(6) 2014. The pump was interrogated and updated on (B)(6) 2014. The patient was noted as doing well and receiving effective intrathecal therapy. The pump was also used to deliver bupivacaine.